Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the catheter was leaking from insertion site during use. Catheter was removed. No other information was provide. No patient harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A microscopic observation revealed a split in the catheter tubing just distal to the molded joint. This split was observed to be irregularly shaped with branching paths and jagged edges. The fracture surfaces were observed to be rough and uneven with a mostly granular surface texture. While a split was observed in the catheter tubing, the exact cause of this damage could not be determined. Possible causes and contributing factors include exposure to incompatible chemicals, instrument damage, and/or compressive forces; however, the exact cause of the observed damage is unknown. This complaint will be recorded for future trending and monitoring purposes.